Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 2 mg/ml dilaudid at 0.6 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. On (B)(6) 2016, it was reported that a volume discrepancy occurred. The expected residual volume was 17 ml and the actual residual volume was 0 ml. The hcp believed that the patient was accessing the pump and removing medication. The patient reportedly stated that the amount of drug in the pump might be off because the patient fell on the pump. However, the rep reported that they could see two puncture marks over the pump when there should have been only one. The hcp confronted the patient regarding this and the patient did not deny it. The rep reported that there was no history with this pump having a volume discrepancy. The pump was filled with saline and the patient was discharged from the hcp¿s practice. The patient reportedly remarked that he was hospitalized for a seizure disorder and had a couple of episodes and was admitted for that. No symptoms related to the volume discrepancy were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.